Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 2017865-2021-27536. Related manufacturing number: 2017865-2021-27538. Related manufacturing number: 2017865-2021-27543. It was reported that the patient was presented to the emergency room with an eroded pacemaker. Lab tests were performed and endocarditis was confirmed. The pacemaker system was explanted and a temporary pacemaker was implanted. The patient was in stable condition.